Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Evaluation of the returned device is ongoing and once completed, this report will be updated.

Event description:
Valve was implanted on (B)(6) 2021. Iop was never reduced after implanting ahmed valve. Pre-op iop = 36mmhg. Post-op day 1 iop = 33mmhg. Post-op day 4 iop = 34mmhg.

Event description:
In 2 post-op visits, patient's iop was: 33mmhg & 34mmhg.

Manufacturer narrative:
The sample was returned to new world medical, was tested, and met the acceptance criteria. The issue of high iop as reported by the customer was not confirmed. The valve performed within the intended functioning range of the device.